Manufacturer narrative:
Product analysis result: visual functional visual analysis confirmed the curette is broken and the tip has been bent. It appears the score line limit was reached and by design the tip broke at the weld. This is consistent with exceeding the design limits of the instrument by excessive force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty procedure for a spinal metastases (tumor). Intra- op, the curette shaft broke. No fragments of the product were remained inside the patient the product was replaced with a new product from trunk stock and the procedure was completed successfully. There was no patient symptoms or complications as a result of this event.